Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was unable to verify the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device was observed to be in a lock up condition and was not responding to button presses. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.

Manufacturer narrative:
Physio-control further downloaded and evaluated the keylog file. It was observed that the device had unexpectedly lost power. As a precautionary measure, the battery pins, power pcb assembly and battery wire harness were replaced. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The root cause of the reported issue could not be conclusively determined.

Event description:
A customer contacted physio-control to report that their device was observed to be in a lock up condition and was not responding to button presses. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.